Event description:
This report is to advise of a fracture found in the catheter shaft during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter shaft was damaged between shaft electrode 1 and shaft electrode 2. In addition, electrodes 5-12 and 17 read as open circuits. Dissection revealed conductor wires 5-12 and 17 had been fractured at the same location as the shaft damage. The fractured wires are consistent with the open circuits detected and the reported noise. Electrodes 1-4, 13-16 and 18 displayed acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage and fractured conductor wires in the catheter shaft remains unknown.